Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to difficulties in fixing the lead after stylet removal. The lead repeatedly became dislodged while attempting to implant it. A different lead was successfully implanted. No additional adverse patient effects were reported. This device has returned and been analyzed.